Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant the right ventricular (rv) lead threshold had increased to high and impedance decreased. It was also reported that approximately eight months later rv lead threshold and sensing had increased. X-ray revealed the lead appeared to be in the same position as after implant. Diagnostic consult performed. No actions taken. The rv remains in use. The patient will be monitored and evaluated at follow up checks. No patient complications have been reported as a result of this event.